Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that an ar-8771-0425s dynanite plate broke post-operative. The date of the primary procedure was (B)(6) 2020 for a mtp fusion. This procedure took place at united same day surgery center, arthrex account #(B)(4). Date of revision is unknown.